Event description:
Stem subluxed. Surgeon felt that previous surgeon did not implant correctly. There was a 30 min delay in surgery due to difficulty to access bolt on k2 which was stripped. Revision surgery performed on (B)(6) 2012. Original surgery date was on (B)(6) 2009.